Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic radical nephrectomy, on the hilum of kidney, the device was a powered stapler and stopped firing about 20mm down the 60mm reload. The surgeon determined that they needed to open since they could not 100% confirm that all staples would be completely b-shaped over the tissue. The surgeon did not want to take in excessive bleeding occurring laparoscopically. The surgeon opened and retracted knife blade of the device and vessels were still intact and no bleeding on the hilum. The surgeon continued with the procedure and used manual staplers with reload to take the vessels and remove the kidney. The staple line was incomplete distally. The stapler was partially fired. The surgical time was extended by 30 minutes or more because the surgeon had to convert to open the procedure and the incision was extended by more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.